Event description:
A home patient (hp) contacted global technical service (gts) regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, during drain 3. The hp stated that he did feel overfull during the previous night's therapy. The technical service representative (tsr) reviewed the therapy log. The initial drain volume equaled 1613ml, the total fill volume equaled 7536, the total drain volume equaled 9659ml, and the total ultrafiltration (uf) equaled 2122ml. The tsr reviewed the programming on the hc. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the total volume equaled 10000ml, the total therapy time was nine hours, the fill volume was 2500ml, the last fill volume was 2100ml, the dextrose setting was set to same, the patient weight equaled (B)(6), the machine was set for five cycles, the initial drain alarm setting was set to 1000ml, the comfort control temperature was set to 36 degrees celsius, the last manual drain setting was set to yes, the target uf was set to 800ml, and the alarm was set to yes. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 103 alarm. The rn stated she was aware of the alarm. The rn stated that since then everything has been going fine and the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The iipv was also confirmed during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.